Manufacturer narrative:
Baxter's product surveillance deparment will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/1 or his automated peritoneal dialysis therapy. Per initial report, the home patient did not connect to the patient line of homechoice set prior to hitting go. Once he noticed that the machine was not advancing, he connected the set-up and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.